Manufacturer narrative:
(B)(4). On 05/12/2015 it has been reported to arjohuntleigh that an auto logic mattress system was delivered to the hospital to be used for patients, but rather than having been used with patient, this system was brought to a training session for the hospital staff. The sales representative detected that some air is leaking from the pump where the air tubset is connected, and the mattress could not keep the needed air pressure. The product was not used with any patient during this time. No injury occurred. Without having first-level evidence such as video or detailed witness description of what occurred, we are left to review the information received from the customer per our best efforts, and compare it to our product knowledge that in part comes from previous complaint investigations and related simulations of events. From what we know to date it appears the connection between mattress and the pump was loose - not fixed tightly - which could result in a slow leak. In case of slow leak the pump can compensate the leak by working with increased capacity. The alarm will be activated while the pressure in the mattress cell drops below 10mmhg for 3 subsequent inflation cycles. With 10 minutes per cycle this is 30 minutes if the condition (low pressure) recovers - the alarm will stop. According to information provided the mattress was filled completely which means that it might have been slightly softer than normal however still far above the alarm trigger limits. That would confirm the symptom observed after the CPR mechanism activation - namely while that was pressed the whole air from the mattress was evacuated and the low pressure alarm was working as designed. The device was returned to the service depot where it was cleaned and checked. The check and test included software checking of flow/air pressure, checking number of running hours. Auto firm function testing and visual inspection. The device passed all tests and did not require any further testing or repairs. It has been rented to another customer already. Based on the analysis, we are not able to confirm any device malfunction. We have reported this event based on the initial information, however based on the investigation conclusion we do not see any evidence of the system bad performance which could result in serious injury or death upon reoccurrence. In summary, the device was not being used with patient at the time of the allegation occurrence. Inspection of the device involved in the event revealed that it was found to be up to specification. The review of complaints in the past enable to conclude that such symptom does not put patient in direct risk of serious injury or death. We no longer consider this complaint to meet the definition of reportable event.

Event description:
Hold adam 7/13the auto logic mattress system was delivered to the hosp to be used for pts, but this system was brought to a training session for the hosp staff. The arjohuntleigh sales rep detect that the air is leaking from the pump where the air tubeset is connected, and the mattress cannot keep the air. The pump did not give any alarm.

Manufacturer narrative:
(B)(4). Add'l info will be provided upon conclusion of the investigation. (B)(4).